Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed based on the returned device condition as the as the needles were not deployed a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported needle to cuff miss appears to be related to deployment out of sequence based on the returned device condition indicates the plunger was retracted/ pulled #3, prior to deployment of the plunger/ needles #2. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with three proglide devices using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair interventional (evar) procedure. Reportedly, a cuff miss occurred with the first proglide device, as the plunger was removed, no suture was attached. The guide wire was re-inserted and a second proglide device was deployed however, like the first another cuff miss occurred. The guide wire was re-inserted again and a third proglide was deployed but as the plunger was removed, no suture was attached to the anterior needle; however, the suture was attached to the posterior needle. The suture was cut and after the guide wire was re-inserted the proglide device was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.